Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the odor/smells issues. Unit meets specifications and was returned to service on 1/19/2017. The oil mist filter was returned and tested. The oil mist filter successfully completed and passed the test cycle with no failures. There was no odor or haze/mist present during the test cycle. The reason for return of the oil mist filter was not confirmed. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a slight odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer confirmed the unit was turned off and the room was vacated. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smells issue is the oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.